Manufacturer narrative:
The instrument was confirmed to be forming straight constructs. This is due to normal wear on a reuseable device.

Event description:
It is reported the insturment formed straight contructs at activation during its' test life. The instrument was not used. There was no patient involvement or injury.